Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, the locking bar inserter fractured while locking the bearing. The fractured fragments were removed.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, the locking bar fractured while locking the bearing. The fractured fragments were removed.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to bending overload.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.